Event description:
It was reported that this right ventricular lead exhibited failure to capture at max output due to a micro perforation that was confirmed during the procedure. This lead was successfully repositioned. No additional adverse patient effects reported.